Event description:
The customer reported spots in image and residue between the lens and the complementary metal oxide semiconductor (cmos) sensor during demonstration involving an olympus colonovideoscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.